Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) . Manual manipulations were performed, and no measurement changes were noted. Previous data and x-ray were not able to be reviewed by technical services (ts). Ts recommended troubleshooting with command shock testing. This ICD and rv lead remain in-service. No adverse patient effects were reported.